Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1403402) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci distributor that a patient underwent a catheterization procedure on (B)(6) 2014. Following the procedure, the doctor selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that although the sales representative was present and instructed the doctor all the time, the case ended unsuccessfully. The patient's hematoma which was noted to be "around" 6 cm (exact size unknown) absorbed. Manual pressure was applied (exact duration time unknown, but hospital standard time is 30 minutes). No other surgical intervention was necessary. No further information is available.